Manufacturer narrative:
Product ID 3708360 lot# , serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient developed (B)(6) infection behind the pocket of her implantable neurostimulator (ins) which was implanted in 2006 and was hospitalized for 2 weeks and eventually had the device removed and then had to wait a year before she could receive another system. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.